Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician used the faradrive sheath during transseptal access and mentioned that the patient was quite rotated, so it was difficult to get a proper position. Shortly after getting access, a non-boston scientific mapping catheter was inserted through the sheath to do a pre-map of the left atrium and the anesthesiologist mentioned that the patient's blood pressure was dropping. It was checked on the intracardiac electrogram (ice) and a pericardial effusion was found on the right side of the heart that escalated to cardiac tamponade. Then, suddenly the patient's blood pressure dropped further and a pericardiocentesis was called out. About 4 hours later, the patient was stable. The patient was taken to the intensive care unit. The patient has been discharged from the hospital. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 impact codes: f0801 and f2203 added.

Event description:
It was reported that a patient experienced hypotension and a cardiac tamponade. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The physician used the faradrive sheath during transseptal access and mentioned that the patient was quite rotated, so it was difficult to get a proper position. Shortly after getting access, a non-boston scientific mapping catheter was inserted through the sheath to do a pre-map of the left atrium and the anesthesiologist mentioned that the patient's blood pressure was dropping. It was checked on the intracardiac electrogram (ice) and a pericardial effusion was found on the right side of the heart that escalated to cardiac tamponade. Then, suddenly the patient's blood pressure dropped further and a pericardiocentesis was called out. About 4 hours later, the patient was stable. The patient was taken to the intensive care unit. The patient has been discharged from the hospital. The device is not expected to return for analysis.